Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according with information received, cssd informed of some instruments on the hip set that are damaged. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned device revealed that the excel t-handle has cracked. Previous investigations found based on the data acquired during failure analysis, the t-handles are cracking due to environmental stress cracking. This is due to a combination of normal loading/usage of the instrument and high cycle cleaning/decontamination over the life of the device. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the excel t-handle would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d4 (primary UDI #), h3. Added: d4(lot), d9, h4. Additional information was received from clinician after a review of records. Coding was correctly downgraded from broken to cracked, a reportable malfunction to a not reportable malfunction.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that central sterile services department (cssd) informed that the instrument on the hip set is damaged/broken. There was no patient consequence.

Event description:
Additional information was received providing answers from the following questions: 1. Can you please clarify the exact allegations against the reported product? The drill bit was found broken in the set. 2. Kindly confirm if the devices were broken? Did it break into two or more pieces? If yes, were all the fragments retrieved from the patient? If no, please specify what is the alleged deficiency is it bent, cracked, stripped, scratched, worn or cross threaded? The piece was broken into 2 and both pieces were on the tray. The t- handle had a crack in the handle and was asked by cssd to be replaced. No harm done to the patient and still in 1 piece.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5: corrected: h6 (medical device problem code). Updated medical device problem code from intraoperatively to cracked. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.